Manufacturer narrative:
No product returned with inability to perform investigation. However, due to the attached event history log (ehl), the customer experienced both a primary audible bgnd and an acu watchdog alarm.

Event description:
Information was received indicating that several alarms occurred to a smiths medical medfusion 4000 wireless syringe infusion pump during testing. It was reported that a primary audible alarm, acu watchdog, and base task debilitated all occurred. There were no reported adverse effects.